Event description:
It was reported that the battery cover was broken on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the battery drawer was broken. It was also noted that the release latch was damaged, the battery contacts were contaminated, and the functional test failed for atrial sensitivity. (B)(4).